Event description:
It was reported that the stylus pen does not line up on the screen. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - analysis confirmed the overlay screen does not follow the stylus pen.